Manufacturer narrative:
The company rep examined the system and replaced the IV pole printed circuit board (pcb). The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported a cataract system's pole presented with problems during a procedure. The procedure was completed after the surgeon converted to an extracapsular cataract extraction. There was no harm to the pt.